Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and powered up several times could not duplicate failure. Examined fault logs and observed code 45, and 66. System failure and k6a not venting. To fix the issue, the fse replaced the replaced k6a safety vent valve, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
Based on logs it looks like it powered up with system failure.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a system failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.